Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of exposed wires was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in poor physical condition. The reported issue is confirmed; the probe¿s cable cover is cut beside the strain relief. There were no error code when the probe is plugged in the unit. The root cause of the reported failure was identified with the probe¿s cable cover is cut is due to a use related problem. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Event description:
Per biomed - strain relief is cracked and pulling away from the probe.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - strain relief is cracked and pulling away from the probe.